Event description:
According to the repair request form there was an out of the box fault. The finetuner echo did not seem to pair with the rondo 3. It was not clear at the time whether this was an out of the box failure or just something the clinic were doing incorrectly.

Manufacturer narrative:
Conclusion: according to the information received, the finetuner echo did not pair with the rondo 3 out of the box. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo sn (B)(4) was returned to service and repair due to not functioning.